Manufacturer narrative:
Further information was requested but was not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the right ventricular (rv) lead demonstrated noise oversensing, which resulted in pacing inhibition. The rv lead was explanted. The patient was stable throughout.